Event description:
It was reported that during a lower anterior resection procedure, the user stated that the clips were not feeding properly during the case, he went through two devices that were not forming at the tip before opening a similar device to complete the case. There was no pt consequence.